Event description:
It was reported that the patient was unable to connect the implantable cardiac monitor via bluetooth for remote follow up. There were multiple bluetooth timeouts and the device repeatedly disconnected from the transmitter. There were no patient consequences and no interventions made.